Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported. Additional information obtained, a signal artifact monitor (sam) alert was displayed. The device was explanted and replaced.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Corrected fields: h6. Device code.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A risk review was completed and confirmed that the event of dyspnea was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The "design inadequate for purpose" investigation conclusion code was selected.

Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported. Additional information obtained, a signal artifact monitor (sam) alert was displayed. The device was explanted and replaced. Upon further evaluation of the information received it was noted that there were high out of range pacing impedance measurements in the right ventricular (rv) channel which triggered a lead safety switch (lss). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the <<description>> field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported.additional information obtained, a signal artifact monitor (sam) alert was displayed. The device was explanted and replaced.upon further evaluation of the information received it was noted that there were high out of range pacing impedance measurements in the right ventricular (rv) channel which triggered a lead safety switch (lss).

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was explanted and replaced after 3 years in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Corrected fields: h6. Device code.

Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported. Additional information obtained, a signal artifact monitor (sam) alert was displayed. The device was explanted and replaced. Upon further evaluation of the information received it was noted that there were high out of range pacing impedance measurements in the right ventricular (rv) channel which triggered a lead safety switch (lss).

Event description:
It was reported that the patient with this pacemaker experienced stroke and seizures one month after implantation. Despite treatment with keppra and later depakote, the patient continued to suffer dizziness, lightheadedness, chest pain, headaches, and shortness of breath. Over the past six to seven months, these symptoms have worsened, with chest pain described as stinging or like being punched. The device remains in service. No adverse patient effects were reported. Additional information obtained, a signal artifact monitor (sam) alert was displayed. The device was explanted and replaced.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.